Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed in section is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s mother reported customer experienced skin irritation while wearing an adc freestyle libre sensor. It was further reported that on (B)(6) 2018 caller removed the sensor because it was causing ¿burning and irritation¿, with assistance from a healthcare provider. Customer was prescribed mupirocin, an antibiotic. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Data was extracted using approved software. Sensor was found to be in state 5 (normal termination). Visual inspection performed on applicator. Applicator was opened and the sharp was inspected. Sharp had correctly retracted into applicator. The sharp was further inspected with a microscope and the sharp appeared to be normal. Sharp was not bent and no damage was observed. No product deficiency was identified.

Event description:
Customer¿s mother reported customer experienced skin irritation while wearing an adc freestyle libre sensor. It was further reported that on (B)(6) 2018 caller removed the sensor because it was causing ¿burning and irritation¿, with assistance from a healthcare provider. Customer was prescribed mupirocin, an antibiotic. No additional treatment was reported. There was no report of death or permanent injury associated with this event.